Event description:
It was reported that the patient presented to the hospital after receiving an alert. The device was found to be in back-up vvi mode. A device firmware download was successfully performed to restore the device to normal operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.